Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to load a new cartridge correctly, successfully resumed insulin therapy, and the issue was resolved.